Manufacturer narrative:
(B)(4)

Event description:
Procedure type: hernia. According to the reporter: the patient presented 3 or 4 times with a hernia recurrence. Two days post-operatively, the patient presented with a bulge and fever. Patient returned to operating room on (B)(6)2010 and the surgeon found a tear in the middle of the mesh. The surgeon used a piece of stratus 25x20cm to repair failed hernia.